Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon performed a revision of the patient's right knee due to pain and instability. Primary implant date was (B)(6) 2007 and the revision of primary occurred on (B)(6) 2015.

Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was confirmed through medical records. Device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: baseplate malposition regarding excessive size or rotational position, not recognised during the previous revision where this baseplate had been retained, has contributed to persistent pain symptoms of the patient requiring a second and final revision for correction. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: medical review concluded that baseplate malposition regarding excessive size or rotational position, not recognised during the previous revision where the baseplate had been retained, has contributed to persistent pain symptoms of the patient requiring a second and final revision for correction. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a revision of primary on (B)(6) 2015. It was reported that the surgeon performed another revision of the patient's right knee due to pain and instability.